Event description:
The customer stated that he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 600 mg/dl during the phone call. The customer stated that he changed the infusion set the night prior to the event and he woke up with high blood glucose levels the following morning. The customer stated that he gave several boluses, but the high blood glucose levels continued and eventually led to his hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.